Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. The reported balloon rupture could not be confirmed due to the condition of the returned device. The reported difficulty advancing the device and entrapment of device could not be replicated in a testing environment as it was based on circumstances of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty advancing the device, balloon rupture, entrapment of device, balloon separation, and surgical intervention appear to be related to circumstances of the procedure. There was no leak noted to the balloon during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported that the balloon dilatation catheter (bdc) interacted with the patient¿s calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon ruptured during inflation. In addition, it is likely that the ruptured balloon material became stuck on the introducer sheath, resulting in the inability to remove the device and upon further manipulation, the device ultimately separation. A cutdown surgery was performed to remove all devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 - medical device problem code 4008 was removed.

Event description:
Subsequent to the initial report being filed, it was reported that the 8x40mm armada 35 balloon dilatation catheter (bdc) was advanced with resistance due to the anatomy and by pierced on the artery calcification was reporting that the balloon ruptured during the first inflation at an unknown pressure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during post-endarterectomy dilation of the iliac artery, the 8x40mm armada 35 balloon dilatation catheter (bdc) became pierced [cut] on the artery calcification and then tore in two pieces. The armada bdc was not able to be removed from the introducer sheath. Therefore, a cutdown surgery was performed to remove all devices. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.